Event description:
It was reported that the right atrial (ra) lead exhibited a drop in pacing impedance from high impedance. It was also reported that the right ventricular (rv) lead exhibited both high and rising pacing impedance, triggering a lead alert and causing a polarity switch. It was later determined that these lead trends were due to twiddler¿s syndrome, and that the ra lead had dislodged. The ra lead was removed and replaced, while the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.